Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid left anterior descending (lad) arteries. The physician tried to direct stent the lesion over a choice pt wire. When the stent would not advance across the lesion, the physician decided to remove the stent delivery system and use a shockwave ivl catheter. The ivl catheter would not advance across or into the lesion so the physician delivered 30 pulses to that segment in attempt to allow for the catheter to advance. The patient's hemodynamics appeared normal throughout ivl treatment. An angiographic picture was taken, and it was recognized that the vessel had no flow beyond the target lesion. The patient began to go into a hemodynamic compromised state. The physician tried to deliver 1.5mm and 2.0mm balloons to initiate some flow, but the devices also could not cross the lesion. Additionally, the guidewire was unintentionally pulled back and was no longer able to cross the target lesion. It was confirmed that the patient expired while on the table. The physician does not believe that the shockwave ivl catheter had any direct responsibility for the event and believes that the same event would have occurred if they had used a regular balloon.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the patient's hemodynamic compromised state, loss of blood flow, and subsequent death could not be definitively determined based on the information available. The physician does not believe that shockwave had any direct responsibility for the event and believes that the same event would have occurred if they used a regular balloon. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.